Manufacturer narrative:
4756- user disconnected from the device. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user was experiencing a hyperglycemic event of 478 mg/dl blood glucose (bg) due to disconnecting from the pump for few hours. The user did not require any outside intervention, and bg was corrected by reconnecting to the ilet. The user reported a headache during this episode.